Event description:
Caregivers deaccessed vp16 and cisplat at 2300 hrs after defective tubing discovered; vp16 and cisplat found to be seven hrs behind schedule. The medical port line was found to be leaking and later broke off. The needle was deaccessed and accessed with 19 g needle with good blood return. The chemo which was infusing slowed to 10 cc's per hr, then 5 cc's per hr due to not enough fluid in bag to stay on schedule. Approx 10 cc's of chemo leaked on floor.